Event description:
It was reported that the patient with this implantable device exhibited noise oversensed on the right atrial (ra) lead, leading inappropriate atrial tachycardia response (atr) episodes. Reprogramming efforts were performed. However, no resolved oversensing. Possible insulation was suspected to be the cause. Subsequently, a revision procedure was performed and the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.